Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 27-apr-2023 . D4: medical device lot #: 2046726. D4: medical device expiration date: 28-feb-2027. H4: device manufacture date: 17-mar2022. H6: investigation summary five samples, photos, and a video received for investigation. Upon visual evaluation, it can be observed that the syringe is lubricated with what appears to be silicone. A device history review was performed for reported lot 2046726, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Lubricant is employed during the syringe assembly process to lubricate the cylinders in the silicone station. The silicone employed in this product is a medical grade silicone authorized for product use. Based on the investigation results, no manufacturing related defects could be identified and therefore, a cause for the reported incident could not be determined.

Event description:
It was reported that an unspecified number of bd plastipak¿ veterinary syringes with needle had foreign liquid inside them. This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter, translated from portuguese: "customer reported that uses plastipak syringes to handle medications at her facility and didn't used the syringes for a while. On (B)(6) 2023, when she was going to use them, she noticed a liquid inside the syringe's body. She verified 5 syringes from same batch and all of them have the transparent liquid. Customer was afraid to use it and questions if it's a normal lubricant liquid. She has more syringes from same batch that have not been verified. It's not just 5 syringes! I had more losses, because I had to open all my stock to check!

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that an unspecified number of bd plastipak¿ veterinary syringes with needle had foreign liquid inside them. This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter, translated from portuguese: "customer reported that uses plastipak syringes to handle medications at her facility and didn't used the syringes for a while. On (B)(6) 2023, when she was going to use them, she noticed a liquid inside the syringe's body. She verified 5 syringes from same batch and all of them have the transparent liquid. Customer was afraid to use it and questions if it's a normal lubricant liquid. She has more syringes from same batch that have not been verified. It's not just 5 syringes! I had more losses, because I had to open all my stock to check!